Event description:
It was reported that a patient became unstable after a well functioning knee that was estimated to be put in approximately 8-10 years ago. The insert was removed and upsized to achieve the desired stability. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the patient was revised due to knee/implant instability. To date, the requested surgical records and x-rays have not been provided to fully evaluate the root cause of the reported event. Therefore, the patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation or information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.